Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) was admitted to the emergency room after experiencing a syncopal episode along with shocks. Interrogation of the device showed a high out of range shock impedance measurement of greater than 125 ohms. Code 1005 was also declared by the device which is indicative from a high shock impedance during the delivery of a high voltage shock. All the shocks the patient had received were ineffective at converting their ventricular fibrillation. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.